Manufacturer narrative:
Final analysis found burn marks inside the ac adapter and the main circuit board due to the high current flow through the telephone line and ac power adapter.

Event description:
It was reported that the transmitter failed to power up. Upon interrogation of the transmitter by the patient, it was noted that the power supply was charred/burned/blackened. No patient symptoms were reported and the device was being replaced.